Event description:
The customer reported having problems with the insulin pump. The customer mentioned getting several a no delivery alarm when she was in the car, and the infusion set was changed three times. The blood glucose reading was 351mg/dl. Troubleshooting was performed. Assisted the customer to run a manual prime test and the device did not alarm no delivery. During the call, the customer mentioned being in the hospital with low blood glucose. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.